Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the audio bolus button was not responding. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(4): the audio bolus button was not responding. The pump was opened and a bolus button connector was found to be damaged. Unrelated to the event the force sensor was found to be out of calibration and the display was found to be dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.